Manufacturer narrative:
The device was not returned to manufacturer for evaluation. No finding related to manufacturing.

Event description:
Young female with a right superior hypopheseal segment aneurysm. Access via radial approach using a rist catheter. When trying to navigate the aneurysm from cavernous to sup hyp, lack of response on advancing or pulling back the device was felt. When the whole system was retrieved, a fracture was noted.